Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The true aware date is (B)(6) 2016. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device broke intra-operatively and was not implanted or explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Device history records review was conducted. The report indicates that: manufacturing location: (B)(4) / us, manufacturing date: 20th july 2016, expiry date: 1st july 2026, article was sterilized by supplier (B)(4) with lot number l070236. Article 04.511.226.01c was manufactured in the us with lot number h134357. Manufacturing location: (B)(4) - manufacturing date: 27-jun-2016. Part #: 04.511.226.01c, lot#: h134357 (non-sterile) - 1.85mm ti matrix screw self-drilling/6mm. Quantity 120. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during surgery for maxillary and mandibular osteotomy on (B)(6) 2016, the head of the locking screw (matrix screw ø 1.85mm, self-drilling, l 6mm) was broken. Another locking screw (matrix lock screw ø 1.85mm, self-drilling, l 6mm) was already fixed but it was removed together to take out the remaining shaft part of the broken locking screw. The surgeon tried to fix the plate once again by inserting the screw (matrix lock screw ø 1.85mm, self-drilling, l 6mm), however it did not work. Another screw was used to complete the case. This complaint involves 1 parts. Concomitant part: plate (maxillary, mandibulary) (part: unknown, lot: unknown, quantity: 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date received by manufacturer was populated as nov 16, 2916 in supplemental medwatch #(B)(4). The correct date was nov 16, 2016. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.